Event description:
Device report 2 of 2. Reference MFR report#: 1627487-2012-09965. It was reported, the pt had experienced multiple falls and subsequently experienced ineffective stimulation therapy. X-rays showed the extension had been pulled out of the ipg header. The pt underwent revision surgery. During this procedure, the physician tried to re-insert the extension into the original port of the ipg but was unsuccessful. The extension was put into an alternate port of the ipg. Further f/u identified, the pt underwent a second surgical intervention. During the procedure, the pt's extension and the ipg were explanted and replaced. Stimulation and coverage were regained post-operative.

Manufacturer narrative:
Eval: results: a microscopic inspection of the returned extension found the tip electrode was missing. The damage to the extension was consistent with sudden overstress as a result of the pt falling. The damage to the extension also resulted in the pt's loss of stimulation as reported. The lodged extension electrode resulted in the inability to fully insert a new extension or port plug into the lower chamber, which also resulted in the pt not feeling stimulation during inter-operative testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.